Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a weak circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device reported low flow. As per additional information received via follow-up on 24jan2023, patient was not involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that the arctic sun device reported low flow. As per additional information received via follow-up on(B)(6)2023, patient was not involved.